Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) customer called requesting assistance with helium tank. Customer stated that they changed out the helium tank but the new tank is showing no helium. There was no injury or harm to the patient.

Manufacturer narrative:
A getinge employee had her get a helium knob from another pump to open the tank. Customer did this successfully, and the cardiosave immediately showed full on the indicator. Getinge employee encouraged her to notify her manager and cath lab that the helium tank knob was missing from this tank so it could be located. Quotation is submitted to customer for tank knob replacement. Service is not yet completed. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly. Customer handled the issue.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a